Manufacturer narrative:
Correction: manufacturer report 2017865-2020-07525 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock from the implantable cardioverter defibrillator. More information was requested but not reported.